Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. Additional device involved in this case: gore® tag® conformable thoracic stent graft with active control system tgm343415e / (B)(4). UDI: (B)(4).

Event description:
On (B)(6) 2021 the patient was emergently admitted to hospital with a concealed rupture of a thoracic aneurysm with hemothorax and was treated with a gore® tag® conformable thoracic stent graft with active control system. The patient¿s femoral vessel was accessed and a 10 french gore® dry seal flex introducer sheath was positioned distal to the landing zone in the thoracic aorta. Reportedly, the patient had presented with a severely tortuous anatomy in terms of the access and pelvic vessels as well as a severely kinked thoracic aorta, making exact positioning of the endoprosthesis very difficult. A tgm343420e endoprosthesis was advanced to the intended location distal to the left subclavian artery. In the context of actuating initial deployment, the physician exerted forward pressure on the guidewire. However, when the assisting physician had started to pull the deployment handle, strong resistance was met after a few centimeters (cm) and the deployment line reportedly broke, with the endoprosthesis having opened proximally for a length of approximately 1 to 2 cm. After several attempts, the physician was successful in retracting the partly deployed device back into the sheath and remove both devices from the patient with the sheath reportedly experiencing kinking. Subsequently, a tgm343415e endoprosthesis was inserted into the patient and advanced in the same manner. However, upon deployment, this graft likewise opened for only approximately 2 cm when resistance was felt and the initial deployment line reportedly broke. The partly opened device was retrieved the same way as the tgm343420e stent. Next, an endoprosthesis of a different brand was utilized but advancing the device catheter inside the patient failed due the challenging anatomy. The physician then decided to make a renewed attempt with a third gore® tag® conformable thoracic stent graft with active control system tgmr373720e. During the initial deployment, extreme and untypical resistance was reportedly encountered, but by continuously pulling the line at very slow pace, the physician was successful in properly deploying the stent to intermediate diameter with no resistance felt after a line length of approximately 50 cm. No issues were reported for the secondary deployment to full diameter. The procedure concluded and the patient tolerated the procedure.

Manufacturer narrative:
H6, component code: added code 788. H6, type of investigation: added codes 4111, 10. H6, investigation conclusions: added code 4315. Both gore® tag® conformable thoracic stent grafts with active control system tgm343420e/(B)(6) and tgm343415e/(B)(6) were returned to gore and an engineering evaluation was performed. The device evaluation for the tgm343420e/(B)(6) graft showed the following: the reason for primary deployment stopping is likely due to the primary deployment line breaking. The primary deployment line (pdl) broke at the primary connector knots. The cause for the primary deployment line break could not be determined with the available information. The device evaluation for the tgm343415e/(B)(6) graft showed the following: the reason for primary deployment stopping is likely due to the primary deployment line breaking. The primary deployment line (pdl) broke near the primary connector. The cause for the primary deployment line break could not be determined with the available information.